Event description:
During a laparoscopic cholecystectomy the clip applier jammed causing the clips to cross over and make a small hole in the common duct. Another ER 320 was opened to complete the case. There was no consequence to the pt.